Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks due to atrial fibrillation (af). A code 1005 was recorded, indicative of an open circuit condition detected during shock delivery due to a high out-of-range shock impedance measurement greater than 145 ohms on the right ventricular (rv) defibrillation lead. Following the recent device changeout, the shock impedance measurements were in the 60 ohms range and slowing rising up to the 70s. Additionally, the rv lead was programmed to reversed polarity. Some delivered impedance measurements were in the 110s-120s ohms range with other measurements triggering code 1005. Prior to the last device changeout, shock impedance measurements started in the 50 ohms range and gradually rose to 75 ohms, consistent with calcification. Subsequently, the ICD was turned off, and both the ICD and rv lead were surgically abandoned and replaced with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. No additional adverse patient effects were reported.